Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and found relevant diagnostic codes in the ventilator logs. The fse replaced bd (breath delivery) to gui (graphic user interface). The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator became inoperative and the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
Device evaluation summary: the graphic user interface (gui) to breath delivery (bd) cable assembly was returned to medtronic for failure investigation. The cable was visually inspected with no damage noted. The cable showed signs of discoloration and wear consistent with a part which had fifteen years of service life. The cable was attached to the failure investigation test ventilator for analysis. The ventilator was powered up normally with no errors recorded in the diagnostic logs. Calibration, extended self test (est) and short self test (sst) procedures were run successfully without any errors. The ventilator was put into normal ventilation mode and ran successfully in ventilation mode for 24 hours. While in ventilation mode the cable was manipulated in all directions in an attempt to recreate the reported fault. The ventilator continued to operate without error. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. Although the field service engineer replaced the cable, upon return to medtronic and testing, there was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.